Event description:
The customer contacted physio-control to report that their device unexpectedly shut itself down during a patient event. There was no report of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control evaluated the customers device and was able to verify that the device would not power on, but was unable to verity the reported unexpected loss of power. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and a short circuit on the system pcb assembly secondary to water contamination was determined to be the cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device unexpectedly shut itself down during a patient event. There was no report of adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has attempted to contact the customer in order to obtain additional information on the patient; however, no response has been received.